Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a bph surgical procedure "fiber began firing like in coag position towards end of procedure". The fiber was exchanged and "end firing through tip immediately after use" was observed. The procedure was completed "without fibers". No harm to the patient was reported.

Event description:
"Intermittent flashing of the fiber, like the on and off from coag" was observed on the first fiber. The case was completed using an alternative procedure "rollerball", and "minor hemostasis was required". Patient outcome "good" reported.

Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the glass cap shows a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of metal cap; the glass cap exhibits moderate devitrification at output window; the metal cap exhibits mild detritus adhesion on surface; the outer flow tubing open end exhibits minor scratch marks. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
110,540 joules, 45 minutes and 21 minutes of lasing time expended on the first fiber. 18,243 joules, 15 minutes and 3 minutes of lasing time expended on the second fiber. The tips of both fibers were cleaned during the procedure.